Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment for stress ui/pelvic organ prolapse.

Event description:
According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).